Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that while doctor was removing plate # 627606 from patient. She had a non union and another femur fracture removal of 6 proximal screws went well, but three remaining screws seem to have been cold welded. Four screwdrivers/ blades broke when removing the screws, one of which remains in the plate.

Manufacturer narrative:
The reported event that a locking screw axsos 3 ti 5.0mm / l85mm was alleged cold welding could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The most likely reason why this happened is that power tool was used during primary surgery for final screw insertion. Final tightening is to be performed by hand using the torque limiter (ref 702750) in combination with a screwdriver bit t20 (ref 705020) and t-handle (ref 702430). This helps to prevent over-tightening of locking screws and screw jamming. The device inspection revealed the following: the head of the locking screw resulted evidently damaged because of several removal attempts. The device was received jammed in the central hole of the metaphyseal part of the plate. After inspection of screwdriver m20861, resulting functional, the latter was inserted in the screw head to try to remove the screw. It resulted impossible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique (axsos-st-5 en rev 2 axsos 3 ti orif op tech) was reviewed: ''the appropriately sized locking screw is then inserted using either the screwdriver t20 (ref 705021) or the screwdriver bit t20 (ref 705020) with a selected handle (teardrop handle small (ref 702429) or the t-handle (ref 702430)). If inserting locking screws under power, make sure to use a low speed drill setting to avoid potential thermal necrosis. Always perform final tightening by hand using the torque limiter (ref 702750) in combination with a screwdriver bit t20 (ref 705020) and t-handle (ref 702430). This helps to prevent over-tightening of locking screws, and also ensures that these screws are tightened to a torque of 4nm. The device will click when the torque reaches 4nm. Ensure that the screwdriver tip is fully seated in the screw head, and do not angulate the screwdriver. [...] Stop power insertion approximately 1cm before engaging the screw head in the plate. Power can negatively affect screw insertion if used improperly, damaging the screw/plate interface (screw jamming). [...] Do not use power for final insertion of locking screws. It is imperative to engage the screw head into the plate using the torque limiter. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. If the screw stops short of final positioning, back up and advance the screw again (with torque limiter on).'' [Original statement(s)] the instruction for use (v15013 rev n non active implant IFU ot-IFU-105 rev 3) was reviewed: ''for detailed information concerning the intended use and indications of the product(s) please refer to the dedicated operative technique. [...] Ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. [...]for your information, avail yourself of the training courses and publications offered (e.g. Operative techniques).'' [Original statement(s)] no indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that while doctor was removing plate # (B)(4) from patient. She had a non union and another femur fracture removal of 6 proximal screws went well, but three remaining screws seem to have been cold welded. Four screwdrivers/ blades broke when removing the screws, one of which remains in the plate.